Event description:
Hcp reported patient ad increased spasticity. A roller study was performed the low battery alarm was sounding. The device was replaced. It was noted during explant of the device that it was in two parts.